Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed the exposure problem. The review of system log files shows errors of tube current out of range. The fse replaced the hivo (hi voltage) transformer, but the issue persisted, therefore the original hivo transformer was placed back and upon further troubleshooting, the fse found the issue with x ray tube. The suppliers part analysis conclusively determined that the x ray tube was failed due to vacuum leak (cathode insulator). To resolve the issue, the fse replaced the x ray tube and performed necessary calibration, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved as planned via restart, which allowed for procedural continuation. If an exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the exposure issue may resolve, allowing for continuation and completion of the procedure. An exposure issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. And as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.